Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis cannot be determined. Thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombosis. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the activated clotting time (act) remained above 250 throughout the procedure. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). The guide wire and dilator were removed without issues. However, a thrombus like object was observed inside the sgc window. Aspiration was performed, but the thrombus object was unable to be removed. Therefore, the sgc was removed and replaced. It was noted the object was removed with the sgc. A new sgc was inserted, and one clip was deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.